Event description:
A surgeon reported that he has had several post-op hematomas during panniculectomy procedures where the pulsar system was utilized. Although multiple patients are indicated, the exact numbers are unknown and patient demographic and post-op information is currently not available therefore, all the patient cases are being logged under one event.

Event description:
A surgeon reported that he has had several post-op hematomas during panniculectomy procedures where the pulsar system was utilized. Although multiple patients are indicated, the exact numbers are unknown and patient demographic and post-op information is currently not available therefore, all the patient cases are being logged under one event. Received update correspondence (4/16/2015): customer was able to provide two sets of patient details therefore this report represents patient #1. Customer indicated that an additional procedure was performed, evacuation of postoperative hematoma patient was know to be healting well with minor skin dehiscence in the wound.

Manufacturer narrative:
Product event # (B)(4) eval code method, results and conclusions: generator still in use and facility not returning for investigation. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.